Event description:
It was reported that during a generator changeout procedure; while attempting to remove the left ventricular (lv) lead from the device header, the lead insulation separated at the connector. The lv lead was repaired with a silicone sleeve and adhesive. The lv lead was inserted into the new device header and all lead measurements were normal. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.